Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, during step 3, the suture became separated as the physician had pulled it strongly. Per the instructions for use: to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 2017 clarifier- excessive force.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device after an interventional ablation procedure. Reportedly, during step 3, the suture became separated as the physician had pulled it strongly. A new prostyle device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.